Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebv1686 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a PICC was placed and sometime after it would not flush. When it was removed it was reported to be kinked. No patient injury reported. This file is for the second of two reported events.